Event description:
It was reported that during a review of the recorded episodes on this implantable cardioverter defibrillator (ICD), technical services (ts) noted that there was an episode of ventricular tachycardia (vt) that upon anti-tachycardia pacing (atp) delivery, accelerated the rhythm. The vt was successfully terminated with shock therapy. No additional adverse patient effects were reported. This device remains in service.